Event description:
Additional information: noise was reproducible in clinic with isometrics. New information received indicates that the patient presented for a lead revision. Psa testing was clear and noise was not reproducible. Rv lead was capped and replaced. There were a couple episode of noise on competitor's ra lead. The patient became pacemaker dependent possibly due to the rv lead placement on the septum that knocked out the right bundle branch. The patient developed complete heart block by the end of the case. The patient was stable.

Event description:
It was reported that a patient presented with the device and right ventricular lead oversensing via merlin.net transmission. Episodes of ams due to oversensing were also noted. Review of the episodes confirmed unspecified oversensing, possibly caused by environmental noise, far-field signals or lead noise. The patient is currently stable and scheduled for revision.